Event description:
In 2007, the company received a report alleging that the device developed a kink during patient use. The caller reported that the patient was nasally intubated with the device in preparation for a unspecified dental procedure. The caller reported that "follow intubation the patient could not be ventilated and suffered a cardiac arrest." The caller reported that it was "subsequently determined that the tube was kinked below the vocal cords, just below the level of the cuff, preventing airflow down the tube." No further information was provided regarding this report. Nellcor is attempting to gather further information related to this report.

Manufacturer narrative:
Investigation is currently in progress.